Event description:
Device 1 of 6. Ref MFR reports: 1627487-2012-03658, 1627487-2012-03659, 1627487-2012-03660, 1627487-2012-03661, 1627487-2012-03662. It was reported the pt has a culture confirmed (B)(6) infection at the mid-back incision site. It is unk at this time what devices are to be explanted. It was also reported the pt is being treated with IV antibiotics. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.